Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous posterior descending artery of right coronary artery (rca), or aortic valve of rca. A 2.50mm x15mm emerge balloon catheter was advanced however, severe resistance was encountered. The distal tip of the device was able to pass through the target lesion and dilatation was performed. On the first inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a 1.2x8mm emerge balloon catheter at 18 atms. No complications were reported and the patient's status was good.